Manufacturer narrative:
On 10/4/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the left implant was not ruptured.there was bilateral pain and discomfort which mistakenly not reported initially. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3502500, serial number (B)(4), and right replaced with catalog number 3502500, serial number (B)(4). This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, pain. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor memorygel 350cc silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019. This report is for the left side.